Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a generator. It was reported that during a routine box removal using the generator and handpiece, there was inappropriate pacing. The hospital department was advised to use medtronic/coviden return pads and cables instead of another company's products, but the issue persisted despite the generator being serviced within the last year. It was noted that the leads were within normal limits and good intrinsic rhythm was seen. During the use of the handpiece an episode of torsades/ventricular tachycardia was induced by inappropriate pacing. The episode self-resolved and lasted for approximately 9 seconds. There were no further complications reported.

Manufacturer narrative:
Continuation of d10: product ID 40-405-1 ((B)(6)); implant date n/a; explant date n/a, product ID ps200-040-sp (unknown); implant date n/a; explant date n/a. H3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.